Event description:
During preparation for a stenting treatment procedure, stent dimension issues were noted. The physician pulled a 4.0x32mm ion stent. However, prior to insertion, the physician noted that the stent appeared to be 16mm in length in comparison to another 4.0x32mm stent. The physician chose to deploy the stent in the right coronary artery, and utilized another 4.0x32mm ion stent to cover the remainder of the lesion. No patient complications were reported and patient status is fine.

Manufacturer narrative:
Device is combination product.device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).